Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power loss alarm. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm and did not receive request to rewind insulin pump. Customer also stated that the insulin pump had multiple power loss alarms when batteries are out of the pump less than 10 minutes. The device will not be returned for analysis.